Event description:
It was reported that the patient presented in clinic with symptoms of pacemaker syndrome in certain postures. Interrogation revealed low i2i communication between the patient's atrial and right ventricular leadless pacemakers (lp). No intervention was performed. The patient was stable.

Manufacturer narrative:
Correction: b1 - "product problem" should have been selected in previous report. Correction: h6 - "pacing problem" should have been added in h6 of previous report.

Event description:
New information received notes that programming changes were made.